Manufacturer narrative:
No unexpected restart error alarm noted. Unit passed displacement test and self-test. No button error alarm noted. The insulin pump was received with intermittent act button due to corroded keypad trace. The insulin pump was received with bleeding lcd glass. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The father reported via phone call that the customer had a keypad anomaly. The father stated the buttons were frozen. It was also found the customer had an unexpected restart alarm after changing the battery. It was also found the customer was unable to clear the unexpected restart alarm due to the keypad anomaly. The father also reported a button error alarm occurring after the battery was replaced. Customer's blood glucose was 219 mg/dl. The father could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.